Manufacturer narrative:
H3 and h6. Codes: updated. Device evaluation: the complaint was confirmed through functional testing. The cause was the temperature setting was too low. Adjusted all temperature and over temperature (ot) alarm settings. Performed preventative maintenance (pm) and the device passed all electrical safety and functional testing. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that the device was failing the overtemperature test. After carrying out pm, when it was conducted, it immediately reached up to 50 degrees. It was turned off for some time and turned on again. It was left running for a long period and the over temperature test could still not be carried out. There was no patient involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.